Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range impedance measurements above 2000 ohms on the left ventricular (lv) lead channel. No adverse patient effects were reported. This system remains in service.